Event description:
It was reported, that the patient came in to the hospital with pain. An x-ray detected that the lag screw was broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received will be supplied in a supplemental report.